Event description:
Reporter indicated that communication was not successful when attempting to interrogate a patient's generator. The patient was taken for surgery and when anesthetized, it was found that the patient's generator would communicate. The treating surgeon believed that too much pressure would have to be applied with the wand to interrogate the device when the patient was awake. The surgeon believed that the cause for the event was that the patient's generator was too deep beneath the surface of the skin for normal communication. The decision was made to increase the programmed parameters and not to replace the generator. Good faith attempts for additional information have been unsuccessful to date.